Event description:
It was reported via repair work order that the serving trays were damaged resulting in sharp edges being exposed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was recommended to the customer that the damaged serving tray be replaced.

Event description:
It was reported via repair work order that the serving trays were damaged resulting in sharp edges being exposed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.